Manufacturer narrative:
The reported event was unconfirmed. Visual evaluation of the returned sample noted one opened (with original packaging), channel drain. Visual inspection of the sample noted no white debris found on the trocar of the drain. No root cause could be found because the reported event was unconfirmed. A DHR is not required since the reported failure was unconfirmed. The reported event is unconfirmed a labeling review is not required. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the wound drain was opened onto the back table during the procedure and white debris was found on the trocar of the drain. Also stated that it was unable to use drain due to foreign materials on trocar.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text

Event description:
It was reported that the wound drain was opened onto the back table during the procedure and white debris was found on the trocar of the drain. Also stated that it was unable to use drain due to foreign materials on trocar.